Event description:
Customer reported that she was unable to remove the battery cap from the insulin pump. The blood glucose reading was 173 mg/dl. Customer was not able to remove the battery cap with troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with cracked case at display window corners and battery tube threads. Device was received with a scratched display window.